Event description:
It was reported that the patient was noticing the implant in his back had shifted since (B)(6) 2015. The patient had an appointment with his healthcare provider (hcp) on (B)(6). No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the implant has always been a little tilted with the top side leaning outward and poking out of the skin since implant ((B)(6) 2013). The health care provider and manufacturer representative told him that it didn't appear to have any effect on the patient's implant.

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n357064, implanted: (B)(6) 2013, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).